Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low battery issues with the insulin pump. The customer¿s blood glucose was 135 mg/dl. Troubleshooting was performed and they were advised to monitor the insulin pump. However, it was noted that the customer called back the next day to report that they received a replace battery now alarm. They inserted a new battery but the alarm would not come off the screen. They inserted another new battery but the insulin pump¿s display would not come on. Troubleshooting was performed. The contacts on the battery cap were missing. They were advised to discontinue use of the device and revert to back-up plan until they receive the new battery cap. The device will not be returned for analysis.